Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot# 0209744110, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 309328, serial/lot #: 0209744110, ubd: 13-apr-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) for a clinical study reported a suspected lead infection contributing to the persistence of the pelvic infection despite antibiotic therapy. There was a report that the patient underwent surgery due to a new colic in (B)(6) 2017 with immediate postoperative appearance of a pelvic abscess secondary to surgery. Opinion on the action to take concerning the electrode near the infection site showed no local or general clinical signs at the time suggest infection of the neuromodulation material. There was a persistence of the pelvic infection despite the prescribed antibiotic treatments with always no sign of infection of the neuromodulation equipment. Discussion with the physician nevertheless requested the removal of the material in the absence of a favorable evolution of the infection and in doubt of a contribution of the lead in the infection persistence. The stimulator was stopped on (B)(6) 2018 without evaluation of the urinary symptomatology. Equipment removal on (B)(6) 2018 where there was no sign of infection of the electrode but it was delivered for bacteriological analysis. Factors that may have led or contributed to the issue remain unknown. No diagnostics/troubleshooting was performed. It was reported that the event was serious and required hospitalization, was related to the lead, and ongoing. Relevant medical history includes urge incontinence. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 309328, lot# 0209744110, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the suspected infection was initially not due to the lead but the other surgical conditions (cancer surgery) but that the persistence of the infection could have been due to the presence of the device. The event was ongoing and bacteriological analysis would take up to 2 months. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the results of bacteriologic analysis were received which showed it to be sterile and no infection of device. The material was not sent back as was not deficient. No further complications were reported/anticipated.